Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring at 126 ohms on the right ventricular (rv) channel. Technical services (ts) recommended troubleshooting options and recommended to consider an x-ray imaging of the device and lead system for any visible problems or movement. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.